Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the staff noticed that there was no blood pressure reading and noticed that the catheter body had separated from the fins holding the catheter in place. The catheter had to be removed with forceps from the vasculature. There was no reported patient harm or consequence from the incident".

Event description:
It was reported that "the staff noticed that there was no blood pressure reading and noticed that the catheter body had separated from the fins holding the catheter in place. The catheter had to be removed with forceps from the vasculature. There was no reported patient harm or conseqience from the incident".

Manufacturer narrative:
(B)(4). The customer provided one image showing two arterial catheters. One catheter was observed to be separated with a portion of the extrusion still visible inside the juncture hub. The second catheter pictured was also observed to be separated. No portion of the extrusion is visible inside the juncture hub. Likewise, the separated portion of the catheter was not pictured. The customer returned one, opened arterial catheter set for analysis. It was noted that the catheter was removed from the guide wire and protective tubing. This confirms that the customer handled the device. No definite signs of use were observed on the sample. Visual analysis revealed that the catheter body was separated directly adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed evidence of stretching on both sides of the separation. No other defects on the catheter body were noted. The total catheter body length measured 86mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. This indicates that the catheter length is still in specification despite the evidence of stretch marks. The catheter body outer diameter (in an area affected by stretching) measured 0.73mm, which is not within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. The catheter body outer diameter (in the section not affected by stretching) measured 1.04mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. During normal packaging/assembly, the catheter body is placed over the guide wire which is then inserted into protective tubing. An attempt to reinsert the severed catheter body back over the guide wire was performed. The functional section was able to pass over the guide wire. None of the stretched section was able to pass over the guide wire. Performed per IFU statement, "thread tip of catheter over guidewire". The indicates that the catheter body became stretched after being removed from the guide wire. The manufacturing and packaging facilities have been previously contacted for failures of this nature. Manufacturing confirmed that for catheters of this type, length and outer diameter undergo 100% inspection to verify that they are within specification. Similarly, packaging also indicated that they have never seen this type of damage before. During assembly of the guide wire to the catheter body, it would not be possible for this damage to occur as the catheter body would not be able to pass over the guide wire. A complaint history review for the reported failure mode (catheter separation) over the past 5 years ( on (B)(6)2019 thru (B)(6)2024) was performed for all finished good part numbers containing catheter pcz-00820-002. All complaints identified as presenting this failure mode were reported from this same customer ( (B)(6) hospital clinic ). No other similar complaints have been reported from any other customer. Kits containing this catheter are sold in over 40 countries. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a separated catheter body was confirmed through complaint investigation. Visual analysis revealed that the catheter body of the returned device was separated adjacent to the juncture hub. It was also noted that the extrusion around the point of separation was stretched. This stretching can contribute to separations on the catheter. A device history record review did not reveal any relevant findings to suggest a manufacturing related issue. It was reported that the customer tested different samples to check for catheter separations. This testing likely contributed to the observed stretching; however, the state of the catheter prior to the customer handling cannot be confirmed. Based on these circumstances, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.